Event description:
Boston scientific crm received information that this device displayed noise on the atrial channel and the right atrial lead was surgically abandoned and successfully replaced. Shortly thereafter the noise was again observed on the atrial channel. A call was placed to technical services, and a seal plug issue was suspected in the atrial port. The device was explanted and a new device was successfully implanted with the existing leads. The physician commented that the leads felt tight going into the header. This patient had previously had a syncopal episode, however the physician does not believe it was device related. The reported event date occurs before the implant date. Therefore, this date will not be included on this report.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The visual inspection revealed abrasion marks along the lead body which occured most likely due to an interaction with the generator can. The insulation was found intact at these positions. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.